Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/1.5/091 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2024. It was reported that the lens got stuck in the injector. There was patient contact and no patient injury. On (B)(6) 2024 a replacement lens of the same length/model was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).